Event description:
Reportedly, as you can see in the photo, the following programmer shows a white screen at startup. The 'interrogation' button is missing, and the top menus (import/export, etc.) Are also not selectable. We tried reinstalling version 3.22, but nothing changed.

Manufacturer narrative:
Analysis of the subject returned device confirmed the reported event. After a few times, the ¿interrogation¿ button disappears, and other setting cannot be used. Review of the provided files shows that a crash of manager.exe. Occurred. This crash is caused by the raise of an exception from embedded c++ dll. The cause of this exception could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, as you can see in the photo, the following programmer shows a white screen at startup. The 'interrogation' button is missing, and the top menus (import/export, etc.) Are also not selectable. We tried reinstalling version 3.22, but nothing changed.